Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval confirmed and reproduced the reported symptom. The eval experienced the no audio condition on all volume/tone settings caused by a failed speaker. When tested with a known good speaker, the device was functioning as required. The failed speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio output. Any pt involvement, injury or medical intervention is unk.